Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and calcified lesion located in the ostium saphenous vein graft, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent caught on an old non medtronic stent and dislodged during delivery to the lesion. Dislodged stent was removed using a snare. The previously implanted stent was noted as damaged but was not removed. Patient is alive post-op with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.